Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 23-JUL-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of this incident, it was reported that the station was unable to login. A Field Service Engineer (FSE) confirmed the device had been upgraded from version 1.6.1 to 1.11 by the RUT team, and customer successfully resumed use of the device after verifying medication retrieval. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES station unable to login to the device. The customer reported login failure issue moved as reportable event. However, there were no delay to patient care and adverse events or injuries reported based on this incident.